Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing resulting in automatic mode switch, competitive atrial pacing, and pacemaker mediated tachycardia were observed on the device. Device reprogramming is anticipated, however, no intervention was performed. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing were observed on the device. Device reprogramming is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.